Manufacturer narrative:
Additional information: the course of treatment they were taking after reporting incident was the steroid medrol pack dial down sequence of higher dosage in first week then lower in 2nd and 3rd and 4th week. No further patient updates since, assumed issue has resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the use of the vs-404 venaseal device for treatment of the mid segment of the great saphenous vein in a peripheral vein, a hypersensitivity reaction occurred along the treated artery/vein, more than 5cm from the access site, with onset of symptoms at least six months after the procedure. The issue was still present at the time of reporting and was identified as an initial reaction event. Patient was prescribed steroids. No co-morbidities were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.